Manufacturer narrative:
In the opinion of the physician, the patient's anatomy prohibited stent delivery and required deep seating of a non-csi catheter into the rca; the cause of the perforation was either the guide catheter or atherectomy. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy system instructions for use manual warns that a perforation is a potential adverse event that may occur and/or require intervention. (B)(4).

Event description:
Percutaneous intervention via right radial access was performed for treatment of a severely calcified lesion in the mid-right coronary artery (rca). Difficulty was encountered due to proximal calcium during attempts to advance a balloon and stent . The physician decided to treat the proximal calcium to facilitate delivery of other devices to the mid-section of the artery. Treatment was performed with a diamondback coronary orbital atherectomy device (oad) on low and high speed, and a balloon could then be advanced and inflated. Stents were deployed throughout the entire vessel. Extravasation was then noted proximal to the oa treatment area. An additional stent was placed to seal the perforation. A transthoracic echocardiogram was performed, and the patient was transferred to the intensive care unit for monitoring. The patient remained in stable condition.